Event description:
It was reported by the rep that the device was used during colon resection. It was reported to the rep that the ax55g misfired. The proximal end stapled. The distal end did not. There was no consequence to the pt.